Event description:
It was reported while using bd integra¿ retracting safety syringe 25 g x 5/8 in. With 3ml syringe the needle did not retract properly. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the syringe needle and the plunger went into their arm. As this had never happened to them before they were concerned and went to the emergency room for x-rays of their arm to see if the needle was stuck inside. The customer indicated that the x-rays were negative and did not show any parts of the medical device lodged in their arm. No additional pain or swelling has been noticed by the customer since the injection.

Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for evaluation. Please note that this product has a retractable needle design. The metal cannula of the needle retracts into the inner plunger rod for safety when adequate pressure is applied to the inner plunger rod. A device history review was conducted for lot number 2271481 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. H3 other text : see h10.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd integra¿ retracting safety syringe 25 g x 5/8 in. With 3ml syringe the needle did not retract properly. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the syringe needle and the plunger went into their arm. As this had never happened to them before they were concerned and went to the emergency room for x-rays of their arm to see if the needle was stuck inside. The customer indicated that the x-rays were negative and did not show any parts of the medical device lodged in their arm. No additional pain or swelling has been noticed by the customer since the injection.